Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen is hard to read. Customer's blood glucose was 486 mg/dl at the time of incident. Troubleshooting found that customer wanted to review the bolus history and did not want to troubleshoot the high blood glucose.